Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and ran the unit overnight with no errors. Ran all ovp (operational verification procedure) checks and let unit run for a half hour. No errors or issues could be found during testing or in the error logs. The unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea standard ventilator stopped delivering volumes while connected to a covid patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.